Manufacturer narrative:
Results: bd received representative samples from the customer facility for investigation. The actual device was not returned. The samples were evaluated and the customer's indicated failure mode for needle retraction failure with the incident lot was not observed. A review of the DHR was completed for the incident lot and no issues were identified. Conclusion: based on the investigation results, no root cause from the manufacturing process was identified as a contributor to the reported failure. Based on an evaluation of severity and frequency, it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed..

Event description:
It was reported after use of the 18 g x 1.16 in. Bd insyte¿ autoguard¿ shielded IV catheter the customer called in advising of needle retraction failure¿. There was no report of injury or medical intervention.